Event description:
It was alleged that air was noted in the line to the pt. It was noted that the burette had collapsed and the air vent had not been opened and was in the closed position. There was no resultant pt consequence.